Manufacturer narrative:
Philips received a complaint regarding an intellivue multi-measurement module x3, originating from a post market clinical follow-up survey. The respondent reported that, within the past 14 days, the spo2 measurement differed from a reference source (e.g., arterial blood gas or another spo2 monitoring device). The suspected contributing factors included poor perfusion at the sensor site and the use of an aged and/or damaged accessory (sensor and/or cable). Troubleshooting actions, consisting of replacement of the sensor and/or cable, reportedly resolved the issue. No patient impact or adverse outcome was indicated. Although the respondent identified the potential use of an old or damaged accessory as a contributing factor, no specific product or part information was provided despite a request for device details. The respondent stated that philips accessories with philips fast technology were in use. As this information was obtained through a survey response without accompanying customer or product identifiers, philips was unable to conduct follow-up or perform a detailed investigation of the reported issue. Consequently, the alleged malfunction could not be confirmed. A review of recent complaint data identified no similar issues reported by customers within the same region during the specified timeframe.

Event description:
A survey response was received reporting an inaccurate spo2 reading within the past 14 days. The reporter indicated that the spo2 measurement differed from another reference source (e.g., arterial blood gas or another spo2 monitoring device). The suspected contributing factors were poor perfusion at the sensor site and the use of an old and/or damaged accessory (sensor and/or cable). Troubleshooting was performed by replacing the sensor and/or cable, which resolved the issue. No patient impact or adverse outcome was reported.